Manufacturer narrative:
(B)(4). Review of radiographic images show a complex construct from approx t4 to the ilium. The set screws on the left have come loose allowing rod to displace from t10 to t4. Set screw also loose on left at t4. A review of the device history records for this device was not possible without additional device info. The device was not returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot #s 0017763w, 0022111w, 0022114w, 0029865w, and 0012860w. Manufacture date for lot 0017763w is (B)(6) 2009; manufacture date for lot 0022111w is (B)(6) 2009; manufacture date for lot 0022114w is (B)(6)2009; manufacture date for lot 0029865w is (B)(6) 2009; manufacture date for lot 0012860w is (B)(6) 2009. Comparison of fully and properly tightened sample setscrew witness marks to returned complaint product did not reveal any identifiable issue with respect to rod interface or threaded interface with pedicle screw head. Unable to determine which of the setscrews may have been associated with screw backout. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the pt underwent an unspecified spinal procedure from the thoracic to the ilium with posterior fixation. It was reported there was a multiple set screw disassociation proximally at an unknown time post op. No revision surgery is planned. Treatment plan is pt observation. There are no reports of pt pain or symptoms.

Event description:
The patient underwent a revision surgery five months post-op to remove the construct.